Event description:
Customer reported that the unit failed op check (pads/paddle test).

Manufacturer narrative:
The customer reported that the unit failed op check (pads/paddle test). The device was returned to phillips for evaluation and the symptom was duplicated. The power pca was found to have failed. Replacement of the power pca resolved the failure, and the device passed all testing.